Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled routine pulse generator change procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise and the physician elected to also revise the lead. The atrial lead was successfully capped and replaced on (B)(6) 2020. The patient was reported to be in stable condition.

Event description:
New information received stated that the atrial lead also exhibited oversensing due to noise.